Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and no medical intervention was required. A second capsule was used to complete the procedure. The second capsule resulted in another failure to attach. The procedure was aborted after the second capsule failed to attach to the patient's esophagus. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No known adverse events were reported.